Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after one day of being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information confirmed that there was no device problem the intervention was due to patient anatomy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that reported the surgical intervention was needed due to patient anatomy. No allegation against the product. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after one day of being implanted. No additional adverse patient effects were reported.